Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and button error. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant e32 alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement or verify a33 alarm, and unresponsive button due to e32 alarm. However, keypad flattened button dome switch was found on act.